Event description:
It was reported the patient is no longer receiving stimulation. She attempted changing programs and turned the amplitude all the way up, but she does not feel any stimulation. The patient is pending follow up with an sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.